Event description:
Litigation papers allege after surgical implantation, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, knee, lower back, and hip; a restricted range of motion in the hip-joint; inability to perform normal daily living functions; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; lack of mobility; and chromium and cobalt metal toxicity. Patient will undergo revision surgery in the summer or fall of 2011. Update: (b)(46 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.